Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure that arm 2 had reached its limit and was hard to move. The customer tried adjusting it but was unable to do so. The system logs were not available. The intuitive technical support engineer (tse) asked the customer which part of the arm was restricted. The customer stated that this was the same issue that was occurring before. The surgeon proceeded with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 2 was difficult to move, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The distal set-up joint (suj) of arm 2 was analyzed and the complaint regarding the difficulty of moving arm 2 was not confirmed by failure analysis. The unit was placed on a system, but the issue was not replicated. The unit failed ripple harmonic testing. It was retested and failed the tornado friction test. As a fix, the motor module, harmonic drive, and the axes controller tornado (act) printed circuit assembly (pca) board will be replaced. A log review confirmed the gynecological procedure on (B)(6) 2022 on system sk0375. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: an intuitive field service engineer confirmed the reported issue against the universal surgical manipulator that took place during the procedure and replaced the distal set-up joint (suj).